Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 6 atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that a 1mm longitudinal tear was located over the distal edge of the proximal markerband. The blades, tip and markerbands were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found that the midshaft was kinked 7mm proximal to the port site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 6 atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.